Event description:
It was reported that ventricular myocardial perforation was diagnosed using echocardiogram. No information was provided regarding the revision surgery, but the condition of the patient after the event was reported as "ok".